Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device found error codes relevant to the reported issue in the diagnostic logs. The se was not able to reproduce the reported malfunction. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, when the 980 ventilator was turned on it generated a diagnostic code that rendered it into an inoperative state. The ventilator was not in use on a patient at the time the malfunction occurred.